Manufacturer narrative:
(B)(4). UDI#: unable to provide UDI# due to no lot number available.

Event description:
It was reported "purge failure alarms that have not been able to be resolved in the last 25 mins. The iabp was swapped for another console to continue therapy, once new console connected, therapy began without interruption". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "purge failure alarms that have not been able to be resolved in the last 25 mins. The iabp was swapped for another console to continue therapy, once new console connected, therapy began without interruption". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: unable to provide UDI# due to no lot number available. The reported complaint of purge failure alarm was confirmed by the field service agent. No part or recorder strip was returned to teleflex chelmsford for investigation. According to the field service report, the field service engineer replaced the pcs assembly, and the issue was resolved. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the faulty pcs assembly. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.